Event description:
It was reported the pt's ((B)(6)) ipg was explanted and replaced due to the inability to establish communication with the device using either the programmer or charging system. Previous efforts to resolve this matter with use of a different programmer and charging system proved unsuccessful. Effective stimulation was reportedly recaptured for the pt following the replacement procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.